Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that the casing to his onetouch ultrasoft lancing device is cracked/broken. The (B)(4) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began at an unknown date/time prior to contacting lfs. It is not known what diabetes medication the patient was taking or what action he took regarding his diabetes regimen at the time the alleged issue began. The patient indicated he was feeling low after the alleged issue began; however the mss was not able to determine the specific symptom(s). It is also not known what kind of treatment, if any, the patient received after the alleged issue began. At the time of troubleshooting, the cca noted the patient had used the onetouch ultrasoft lancing device for 4 years and the product was not misused. Replacement product was sent to the patient. Since the mss was not able to obtain additional information from the patient, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.